Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor siltex round moderate profile 275cc saline breast implants, lot number 88525, catalog number 3542640. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was confirmed through physical examination. As a result, patient is scheduled for removal and replacement with mentor gel implant on (B)(6) 2018.

Manufacturer narrative:
On 6/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 6/25/2018, additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503501bc, lot number 7566786, serial number (B)(4), and right replaced with catalog number 3503501bc, lot number 7566786, serial number (B)(4). There is also update on patient date of birth which is (B)(6). On 7/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior view. Parallel lines of shell wear were also observed on the posterior aspect extending to the anterior, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).